Event description:
This unsolicited case from united states was received on 05-dec-2017 from a physician this case concerns a (B)(6) year old male patient who received treatment with synvisc one and later after unknown latency had excessive pain and swelling in right knee, drained 35 cc of fluid off his right knee. Also device malfunction was identified for the reported lot number. No past drug, concomitant medication or concurrent condition was provided. Patient with a history of osteoarthritis of the right knee. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency: unknown) (batch/lot number: 7rsl021 and expiration date: may-2020) for osteoarthritis of the right knee. On an unknown date in 2017, after unknown latency, patient returned with excessive pain and swelling in his right knee. Doctor drained 35 cc of fluid off his right knee and put bupivacaine hydrochloride (marcaine) and triamcinolone acetonide (kenalog) into the right knee. Action taken: unknown corrective treatment: not reported for device malfunction; bupivacaine hydrochloride (marcaine) and triamcinolone acetonide (kenalog) for all events outcome: unknown for all events a pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for all events additional information was received on 05-dec-2017 and 19-dec-2017 (both the information were processed with the clock start date of 05-dec-2017). The additional event of device malfunction was added. The gptc number with ptc result was added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 05-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee pain, swelling and effusion. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 05-dec-2017 from a physician. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and later after unknown latency had excessive pain and swelling in right knee, drained 35 cc of fluid off his right knee. No past drug, concomitant medication or concurrent condition was provided. Patient with a history of osteoarthritis of the right knee. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency: unknown) (batch/lot number: 7rsl021 and expiration date: may-2020) for osteoarthritis of the right knee. On an unknown date in 2017, after unknown latency, patient returned with excessive pain and swelling in his right knee. Doctor drained 35 cc of fluid off his right knee and put bupivacaine hydrochloride (marcaine) and triamcinolone acetonide (kenalog) into the right knee. Action taken: unknown. Corrective treatment: bupivacaine hydrochloride. (Marcaine) and triamcinolone acetonide (kenalog) for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: required intervention for all events.